Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and blood glucose over 900 mg/dl. The date of admission was not known, but customer had reportedly spent a week at the hospital. Customer also experienced high blood glucose of 447 mg/dl. There were several alarms related to battery function in the customer's insulin pump. The battery compartment was found to be damaged and corroded. At the time of the report, customer's blood glucose was 293 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.